Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited changes in right ventricular (rv) pace impedance measurements. Trending displayed two pace impedances spikes greater than 3000 ohms range. Impedances the rest of the time was at 447 ohms. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. The involved rv lead is a non-boston scientific product. Technical services discussed possible causes and provided programming options. No adverse patient effects were reported. This product remains in service. Received additional information on 29apr2021, it was reported that this crt-d was explanted and replaced. The competitor rv lead was abandoned and the competitor left ventricular lead was reused. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).